Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported energy and voltage are too high. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit fse (field service engineer) performed a pm (preventive maintenance) and replaced all optics and successfully completed system verification to specification. The root cause is worn optic parts. The manufacturer internal reference number is: (B)(4).